Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that this complaint is a duplicate of MDR ID 2134265-2015-08514.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08513. It was reported that stent damage occurred. The target lesion was 33mm long. After preparing the patient on the surgical table, a 20 x 4.50 rebel stent was selected for use to treat the lesion. However, while advancing the stent through the guide catheter, significant friction was met. The stent was removed from the catheter and was noted to have a bulge or deformation on the middle segment of the stent. The stent was exchanged with a 16 x 4.50 rebel stent. However, after threading the stent through the vascular access, the physician realized that predilation was required. While pulling back the stent catheter, significant friction was again met and several struts on the middle of the stent were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.